Manufacturer narrative:
The root cause for the reported issue of an over infusion of total parenteral nutrition (tpn) was not determined.  The reported issue that there was an over infusion of total parenteral nutrition (tpn) could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that there was an over infusion of total parenteral nutrition (tpn). The infusion was programmed at a rate of 2.7ml/hr but the pump delivered 6.4ml/hr. There was patient involvement but no patient harm.